Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Event description: when placing the bag through the obturator to collect the gallbladder from the abdomen, the two bottom pieces of the obturator came apart inside the abdomen. The device had to be changed for another in order to continue the surgery and remove the broken pieces from the obturator. Near miss as broken pieces were retrieved from the abdomen with no affect to the patient. Additional information received by an applied medical representative via email on 20jan26: no additional information. Intervention: replaced damaged port (obturator) used bag to remove gallbladder to retrieve the broken/detached parts from the abdomen. Patient status: no patient injury or illness was reported.